Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using ruby coils. During the procedure, the physician placed a ruby coil in the target vessel using a lantern delivery microcatheter (lantern). The physician then experienced resistance while advancing another ruby coil approximately half way out of the introducer sheath. Therefore, the ruby coil was retracted for removal. However, while retracting, the ruby coil unintentionally detached at the detachment zone. It was reported that the pusher assembly was intact and no kinks were observed. The physician used aspiration to create negative pressure and removed the lantern with the detached ruby coil inside. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.